Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos (general purpose operating system) cpu assembly and rtos (real time operating system) cpu assemblies were evaluated and reseated with the associated ram by the customer's in house biomed staff. The system was tested and found to be working as intended and returned to service.